Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products: associated MDR's 1225714-2014-03362, 1225714-2014-03363, 1225714-2014-03364, and 1225714-2014-03365.